Event description:
It was reported that during a laparoscopic appendectomy procedure, the first firing was with a white reload and it fired fine. The device was fired a second and third time with a blue reload and both firings produced an incomplete staple line. Another device was used to complete the procedure. There was no patient impact. The account will not release the device.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information:(B)(6).